Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: event date was not provided. It was reported to boston scientific corp that a button replacement gastrostomy device was used in a peg placement procedure. Pt's age was said to be greater than 20 years, weight and gender were not provided. Per the complainant, nutrition was observed leaking out of device between the button and feeding tube. The procedure was completed with this device. There has been no report of complications or injury to the pt due to this event. Post procedure the pt's status was good.